Event description:
It was reported that this right ventricular (rv) lead exhibited low intrinsic amplitude. Technical services (ts) was consulted and suspects loss of capture (loc). The device remains in service. No adverse patient effects were reported.